Manufacturer narrative:
Product analysis: manufacturer's analysis of the programmer logs concluded that the reported issue of the programmer crashed and lost connection was likely due to environmental factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device was returned for physical analysis. Analysis was unable to confirm the customer comment that the programmer crashed. Analysis was performed, no defect was found with the mobile programmer. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed on bluetooth devices on first time opening for the day. The programmer also lost connection to a device. Restarting the application resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.